Event description:
It was reported that a clearlink system continu-flo solution set leaked at the bottom of the administration port or y-port (clearlink). It was further specified that the "tubing separated at the hub allowing blood and fluids to spill from the line". This was observed during patient use. The device was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.